Event description:
It was reported that the device exhibited a red flashing light. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, decontaminated conditions and not in its original packaging; the device had a bent latch lock, a scratched lens, a torn dso seal and a worn uso seal. No evidence was found in the event history log. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The dso sensor, dso bezel, dso seal, uso seal, optic switch, switch bracket, lcd lens, lens seal, keypad, overlay, rear label, side label, gasket tubing and latch lock were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).